Event description:
Had infection in right breast. Once this product was removed the infection stopped so rptr believes this product, made up of synthetic fiber, was the problem (body rejected it). It was not of natural origin.